Event description:
It has been reported to philips that the detector was stuck at 90 degrees, preventing the apertures from fully opening. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) was informed that the when the detector was rotated 90 degrees, the image could not be displayed in this position. During troubleshooting, the rse could not find any geometry warnings and noticed that the detector rotation position did not change. The same issue occurred earlier where the engineer replaced the potentiometer in the previous case (B)(4). The philips field service engineer (fse) inspected the system onsite and confirmed that there was a problem with the detector rotation and the system displayed an error message stating that the aperture could not be fully opened since the detector is rotated. The fse replaced the detector rotation drive belt, adjusted the potentiometers, position and current settings. After the repair, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. The analysis of log file revealed that the detector and collimator were not aligned, likely due to the detector not rotating. Remote and on-site analysis identified that the detector's rotational position remained unchanged and that the system was displaying an error message related to the detector's rotation. The drive belt in the detector rotation unit was identified to be the cause of the issue. A philips field service engineer (fse) replaced the belt in the detector rotation unit and performed the necessary calibrations, after which the system was returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received concluding that the system was not in clinical use when the issue occurred, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program and shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome.